Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported evidence of smoke coming from the device and no ac or dc power. The device was returned to the biomedical department from an unknown floor with an unsigned note that stated, "smoking pump will not power on or off." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects and no reported delay therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device would not power on with ac or dc power. No additional information was provided.